Manufacturer narrative:
Terumo did receive the actual device and decontaminated through the bleach process and evaluated. Performance tests noted to have fluid drip out of the gas vent on the bottom of the oxygenator. Further eval confirmed a broken hollow fiber to be the cause of the reported leakage. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery that there was foam coming from the gas outlet port of the oxygenator. The product was changed out, there was around 200 cc of blood loss and the surgery was completed successfully.